Manufacturer narrative:
The device was evaluated by greatbatch and the reported event was confirmed. The piece was broken off and returned with the device. There were a significant amount of impact marks on the impaction plate as intended and in areas where impacts are not intended which leads to off axis impacts. These off axis impacts could cause additional mechanical stress to be applied to the device and in the location where the broken piece is located. A manufacturing review was performed and no discrepancies were found. This device had experienced approximately 3.1 years of use and it is unknown as to how many surgical procedures (cycles) it had gone through throughout its life in the field. In summary, the reported event is attributed to misuse. The off axis impacts led to the observed malfunction. No further investigation is required. Corrected manufacturer address and contact information. Updated method code(s). Updated result code(s). Updated conclusion code(s).

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has been completed, a supplemental medwatch 3500a form will be submitted. Actual day of event is unknown, only month ((B)(6)) and year (2015) was provided. Report source foreign, event occurred in (B)(6). Complaint information provided by the distributor, (B)(4). Device manufactured in march & april 2012.

Event description:
It was reported that the anterior approach broach handle has a broken nib that had to be retrieved from the patient and the guidance pin is missing. No adverse events were reported as a result of the malfunction.